Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3587a, lot# l49367, implanted: (B)(6) 1998, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had not been using stimulation for some time. The patient had received a shock or similar which caused him to get into a car accident. This created a six car pileup from the event. The patient had not used the stimulation since that time. The patient did not have an MRI because they could not confirm both devices were MRI compatible. The patient had a CT scan of head on (B)(6) 2015 and then a CT scan of lumbar area on (B)(6) 2015. There were no mentions on the reason for the scans. The lumbar scan did confirm that the lead wires in the back and intrathecal catheter. There were no mentions of implanted generator. There was no further information regarding the patient status and no information regarding the patient¿s shocking. The MRI had been ordered by an emergency room physician. The patient was inpatient when the tests were ordered. If additional information is received, a follow-up report will be sent.